Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Flow rate tests were performed and the device was found to deliver out of specification. During testing, flow rate inaccuracies of up to 11% were observed. Physical inspection of cams found that no grease was applied during initial production cam residue ws found on the cams and camshaft. Upon disassembly of the mechanism assembly, wear was found on the valves and fingers and is the cause of the under infusion. The cam shaft assembly, valves with inserts, and molded fingers will be replaced.

Event description:
During baxter's functionality testing of a spectrum pump, delivered with an inaccuracy of greater than 10%. There was no patient involvement.